Event description:
It was reported that during a hip fracture procedure the aiming arm and the drill sleeve/blade sleeve were fused to the insertion handle. The instrument had to be hit with a hammer in order to remove them from the insertion handle, and they became damaged. The surgery was successfully completed, with approximately five to ten minute delay. There was reportedly no harm to the patient. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records indicates there were was one material review report for: item 1-material certificate for 357.366.1 not referenced on certificate of compliance for supplier lot 73952-28; item 2-material for 357.366.1 should be 6061-t6 al on certificate but is actually 6061-t6511; item 3-material for dg10052 should be 6061-t6 al on certificate but is actually 6061-t6511. A corrected certificate was received for item 1 and passed inspection. Items 2 and 3 were deemed conforms with justification that they are the same. Synthes coordinate measuring machine data for part number 3 shows out of specification (oversize by .014 at top and .007 at bottom) true position g5. There were no other anomalies which could have caused or contributed to this complaint. All other records indicate the product released was manufactured to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales consultant clarified the events of (B)(6) 2014 of the jammed devices, he stated that the insertion handle was use to un-stick the aiming arm from the guide sleeve and by hitting the insertion handle, the other devices were damaged.

Manufacturer narrative:
A product development evaluation was completed: one 11.0mm/8.0mm protection sleeve, one large buttress/compression nut, one blade guide sleeve, and one 130 degree aiming arm were received. The returned protection sleeve was received with surface scratches over the working length and dents on the circumference of the proximal end. The returned aiming arm was received intact with significant dents to the side that mates with the insertion handle and smaller dents over the remainder of the device. The buttress/compression nut and blade guide sleeve were received stuck together. Both show dents and scratches. The blade guide sleeve has damage to the threads such that a few have been flattened and there are dents on the proximal end next to the grooves intended to mate with the helical blade inserter. The complaint condition cannot be replicated as the blade guide sleeve and buttress/compression nut are already jammed and the blade guide sleeve, protection sleeve, and aiming arm do not jam together. Thus, the portion of the complaint condition for the buttress/compression nut and blade guide sleeve jamming is confirmed but the portion of the complaint condition for the blade guide sleeve, protection sleeve, and aiming arm jamming is unconfirmed. The returned condition of these devices shows evidence that repeated hammering blows, inconsistent with the specified technique, have caused the complaint condition. There are numerous substantial hammer marks on the protection sleeve, aiming arm, blade guide sleeve, and compression nut, all of which are not specified to be hammered. Hammer blows would result in the damaged threads that have locked the compression nut onto the blade guide sleeve. Therefore, it is likely that the method of use has led to this complaint. The relevant design drawings were reviewed. The designs were all found to be sufficient for their intended use and the design history did not impact the complaint condition. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition of the buttress/compression nut and blade guide sleeve jamming has been confirmed. However, the complaint condition for the blade guide sleeve, protection sleeve, and aiming arm jamming is unconfirmed. It appears the method of use resulted in this complaint rather than any design deficiencies. The designs for these devices are determined to be suitable for their intended use. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture procedure the aiming arm along with the drill sleeve /blade sleeve were fused. The surgeon used an insertion handle hit with a hammer in order to remove stuck aiming arm, drill sleeve and blade sleeve.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device shows; the aiming arm, part # 357.366, was received intact with surface scratches and nicks over the length of the device. There are larger dents on the side that would mate with the insertion handle. The balance is in working condition and etchings are legible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.